Event description:
Event description boston scientific received information that this coronary sinus lead exhibited a pacing impedance of >2000 ohms. It was reported that the thresholds were inconsistent, at 4.5 volts during one threshold test at 0.4 volts during another. Also, sensing measurements were recorded as n/r. The clinician suspected loss of capture, but no surface EKG was taken to confirm this. A boston scientific technical services consultant discussed potential lead dislodgement. The clinician planned to discuss programming off the lv lead for now; the technical services consultant agreed, as the high thresholds could drain the device battery faster than expected.